Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor glucose was 63 mg/dl and her blood glucose was 118 mg/dl. Troubleshooting was initiated for the sensor inaccuracy. The customer removed the sensor and noticed that the cannula was a little wavy. The customer was then advised about proper insertion, usage, and calibration practices regarding the sensor. The customer was assisted with reconnecting that same sensor and was advised to monitor its performance and call back if inaccuracy issues recur with that sensor or any other sensors. The customer called back the next day and reported a sensor glucose of 40 mg/dl and a blood glucose of 200 mg/dl. When she removed the sensor the cannula was bent. The sensor will be returned for analysis and a replacement sensor was shipped to the customer.